Manufacturer narrative:
Device passed self test and displacement test. The motor arm cannot communicate with the main arm and software error detected found in the insulin pump history (line number = 3508 and file number = 26) due to software error. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly. Unit received with damaged serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during performing self test. The customer¿s blood glucose level was 250 mg/dl. The customer also report that they received multiple pump error and they were able to clear and rewind the insulin pump. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.